Event description:
A lensar clinical application specialist reported that he noticed a posterior capsular tear at the end of the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.